Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2021 as no event date was reported. This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). Fax: (B)(6). (B)(6) hospital. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. During the replacement procedure, when catheter was extended, the internal bolster detached from the tube. It was reported that the detached portion was not removed. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block e . Block b3 (date of event): date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi t replacement bolster was returned. The internal bolster was detached. Dimensional inspection confirmed that the device measurements were within specifications. Microscope inspection revealed that the internal bolster was once attached and remains of it were found on the tube. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the most possible cause of the detachment may be related to user manipulation and or some technique applied while inserting the obturator. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. During the replacement procedure, when catheter was extended, the internal bolster detached from the tube. It was reported that the detached portion was not removed. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.